Event description:
The facility representative reported an infusor pump with a condition of "it is not locking when the medication is being put in". It is unknown when this condition occurred, but occurred in the "or". There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined this condition to be a syringe end block issue. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "it is not locking when the medication is being put in" was confirmed and not reproduced. The root cause was not identified. The device was returned unrepaired. There were no upgrades/repairs performed on this device, and unable to verify functionality of the device due to estimate refusal by the customer. Should additional information be received, a follow-up medwatch will be submitted.